Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform functional testing including the operating currents and self test due to blank display. Device received with cracked battery tube threads and cracked case battery tube. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The customer also stated that, the customer changed the battery on her pump and it is not turning on. The customer stated that, the retainer ring was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.